Event description:
It was reported the customer was hospitalized for low blood glucose. It was also reported the customer was exposed to the sun for a couple of hours, which may have caused the high blood sugar. Troubleshooting was performed and the insulin pump appears to function properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.